Event description:
Per the clinic, the device was explanted (date not reported) due to an infection (site of infection not confirmed). Additional information has been requested but has not been made available as of the date of this report.

Event description:
Correction: the correct explanted device is the internal fixture (bi300 implant 4 mm); not the transcutaneous osia implant system (model: osi200; serial number: (B)(6)) as previously reported. Per the clinic, the infection was located at the scalp-implant site and the explant on (B)(6) 2024, allows for the tissue to heal.

Event description:
Per the clinic, the patient was treated with antibiotics (specific date and type not reported), twice daily, for a duration of 10 days.

Event description:
Per the clinic, the device was explanted (specific date not reported) due to an infection. Additional information has been requested but has not been made available as of the date of this report.